Event description:
A provider was attempting to place an arterial line in the patient's left radial artery using ultrasound guidance. While attempting to reposition the introducer (catheter sheath and needle), the provider encountered difficulty. As they attempted to pull back the catheter with the needle, they met resistance, tugged slightly, heard a "pop," and once everything was removed, 2.5 cm of plastic catheter remained in the patient's left forearm. An xray and cta of the left forearm confirmed a catheter fragment is imbedded intraluminally/within the left radial artery. Hyperlipidemia, tobacco use disorder.